Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh. Living legacy foundation is a cadaver lab therefore, there is no patient involvement.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the cutter did not pass testing; however, the repair was not completed because the cutter cannot be repaired and would need to be replaced by the account. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.